Event description:
The reporter stated that the compression rod sleeves would not recess out of the targeting jig. The surgeon had to disengage the nail from the targeting jig with the sleeves stuck in the targeting device. There was no adverse outcome for the patient. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.